Event description:
Pt experienced abdominal/chest pain/pain radiating to shoulder while dialyzing at night on the liberty cycler. Shortly, after midnight, the pt decided to terminate dialysis and go to emergency room. Pt dialyzed on the liberty cycler from (B) (6) 2009 to (B) (6) 2010. Route: intraperitoneal. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? Yes.